Event description:
It was reported that the device ar-600 broke down while sawing. The device ar-600sag fell apart during use. There was no harm for patient, operator or third party reported. No further information received. Update kpilz 29-aug-2024: the case occurred during a tuberositas surgery. The saw attachment was non-sterile and came in contact with the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with another saw attachment. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
It was reported that the device ar-600 broke down while sawing. The device ar-600sag fell apart during use. The reported event was confirmed. The manufacturer evaluation revealed a loose threaded ring which resulted in the reported event. A most likely cause is attributed to wear and tear.